Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician removed ruby coil to re-sheath it. As the physician attempted to reuse the ruby coil, it would not advance in the catheter. The ruby coil was removed and the procedure continued with another coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the ruby coil stretch resistant (sr) wire was fractured. The outer diameter of the coil was measured and determined to be within specification. The coil loops were kinked and damaged in some areas. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil would not advance inside the catheter upon attempting to use it a second time after re-sheathing. Evaluation of the returned product revealed a broken sr wire. The outer diameter of the coil was measured and was determined to be within specification. It appears that the coil may have been damaged during the first attempted use and re-sheathing, as evidenced by the kinked and damaged coil loops. This damage caused difficulty when attempting to re-use the coil. There is no indication of any device malfunction. The coil sr wire was likely broken due to excess force used to overcome resistance when re-sheathing the coil. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.